Manufacturer narrative:
Based on the available information, no conclusion can be made. About 1 year 6 months post implant of ventralex mesh, the patient was diagnosed with a hernia recurrence and underwent repair during which the ventralex mesh was explanted, and a non-bard mesh was implanted. Medical records show that post explant of the bard mesh with implant of a non-bard mesh the patient continued to experience hernia recurrence. Hernia recurrence is a known inherent risk of hernia repair surgery. The instructions-for-use supplied with the device lists hernia recurrence as a possible complication. Review of manufacturing records confirms product was manufactured to specification. This emdr represents the ventralex mesh (device #2). An additional supplemental MDR was submitted to represent ventralex mesh (device #1). Not returned.

Event description:
Per information provided by the patient's attorney: (B)(6) 2015 - patient was diagnosed with ventral hernia and underwent open repair with implant of ventralex hernia patch. Per the operative report details, ¿dissection carried down to the hernia sac. The sac was completely removed. A large ventralex patch (device #1) was brought forth. This was placed and a vertical repair was performed.¿ (B)(6) 2016 - patient was diagnosed with recurrent ventral hernia, thereby underwent repair with large ventralex mesh and removal of old mesh. As per the op-notes, ¿the right side of the fascia had completely dehisced off the previous mesh. The mesh was adhered to omentum intraperitoneally after the sac was opened and removed. The old mesh was taken off the omentum. By palpation, the left side of the mesh dehisced as well. The old mesh was grasped and excised. The adhesions were taken down. The mesh was completely removed (previous mesh). A large ventralex patch (device #2) was brought forth, placed into the peritoneal cavity and pulled up against the anterior abdominal wall. A transverse repair was performed¿. (B)(6) 2018 - patient was diagnosed with recurrent incisional hernia and underwent exploratory laparotomy, open repair with mesh bilateral rectus muscle release/component separation, abdominal wall reconstruction and removal of old mesh. As per the operative details, ¿I excised the hernia sac down to the neck of the defect. I removed the old mesh (device #2) which was only anchored in the left upper portion of the hernia defect.¿ and then a (non-bard) mesh was implanted. Attorney alleges that the patient had adhesions, nerve damage, mesh migration, pain, hernia recurrence, mesh removal and emotional injuries.